Event description:
It is reported that while inserting the humeral stem, the inserter screw broke off, leaving a small portion of the threads inside the stem.

Manufacturer narrative:
Evaluation: as returned, the instrument has fractured approx 0.28" from the tip. The fractured piece was not returned for review, which according to the complaint was left in the pt. This failure is a previously addressed design issue, because the material of the device was changed in late 2005. The instrument has a potential field age of approx 5 yrs. Device history records indicate all components were manufactured and inspected to specification.